Manufacturer narrative:
An event of device embolization into the left ventricle following day of device implant, resulting in mitral valve stenosis and hemodynamic compromise was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported device embolization could not be conclusively determined. The surgical intervention was result of surgical explant of device. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was implanted in the patient. Device sizing was determined based on landing zone measurements at 0°, 45°, 90°, and 135° using transesophageal echocardiography (tee) guidance and angiography, with measurements ranging from 19¿21 mm across all imaging modalities. Tee and fluoroscopy were used during the procedure. The device appeared to have a waist measuring approximately 21 mm on fluoroscopy and tee at the time of implant, and no leak was detected around the lobe. The patient was in sinus rhythm throughout the procedure, and a tension test was performed twice. Left atrial pressure was above 12 mmhg initially, and more than 1 liter of fluid was administered before and during the procedure. After fluid administration, left atrial pressure was measured at 12 mmhg. There were no major difficulties during implantation, although three repositioning attempts were made. All close criteria were reportedly satisfied. On (B)(6) 2025, the occluder embolized. A transesophageal echocardiogram (tee) and transthoracic echocardiogram (tte) confirmed that the device had embolized into the left ventricle, resulting in mitral valve stenosis and hemodynamic compromise. The implanter believed that a pre-existing pulmonary embolism identified before implantation may have contributed to the embolization. The patient experienced hemodynamic deterioration in the morning following embolization but did not exhibit arrhythmia. The embolized device did not cause complete obstruction of blood flow. The patient was subsequently transported by helicopter to the german heart center in munich, where cardiac surgery was performed to explant the device. The patient remains hospitalized following the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.